Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 55 year old male who was admitted for cardiomyopathy. The patient had a pre-existing automatic implantable cardioverter defibrillator (aicd). The patient¿s clinical state prior to initiation of support was scai stage e. During the procedure, the patient became unstable with general anesthesia and required impella support. Upon obtaining ventricular access with the pigtail and wire, the patient went into ventricular tachycardia, which resolved spontaneously. Upon impella insertion, the patient continued to go in and out of ventricular tachycardia, and required 9 shocks. The right ventricle was not able to recover from the arrhythmia and the patient required cardiopulmonary resuscitation, as well was cannulated for ECMO. It was reported the patient's ischemic disease was the underlying cause of the arrhythmia and impella was necessary to provide forward flow. This event is conservatively reported as tachycardia prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Tachycardia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information provided b1 selected to add product problem. B5, d6b, h6 updated with additional information.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 55-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in cardiomyopathy, in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, upon getting ventricular access for the impella with the pigtail catheter and the guidewire, the patient had an episode of ventricular tachycardia (vt) which resolved. Once the impella was inserted, the patient had episodes of vt which required cardioversion nine times. The patient decompensated, requiring compressions, and cannulated for ECMO. The physician stated this was attributed to the patient's ischemic disease. One week later, while the patient was in the intensive care unit (ICU), the patient had an episode of vt. An echocardiogram showed the impella at 5.9cm. The physician pulled the device back 1cm, which resolved the vt. Thirteen days after impella insertion, the patient was bridged to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 4.2l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position. Impella support is known to cause cardiac arrhythmias, likely due to the mechanical irritation of the heart.